Event description:
Operator stated unit gets hot. Units were pulled from service and when inspected, burns were noted along the power cords. Rptr contacted the MFR, and the senior service representative provided new cords but did not install them. Rptr submitted a report to the FDA approx 3 to 4 years ago on an older product with the same design problems. Rptr does not want to replace cords because this will not correct the problem.